Manufacturer narrative:
The pusher assembly, detached implant coil, and microcatheter were returned for evaluation. The evaluation could not determine the cause of the event. (B)(4).

Event description:
Treatment of an aneurysm located in the a-comm (anterior communicating) artery. On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the implant coil prematurely detached in the microcatheter. The detached coil and microcatheter were removed from the patient and the procedure was completed with new devices. No patient injury was reported as a result of the procedure.